Manufacturer narrative:
Upon receipt, the AED underwent bench testing, during which it was determined that the device was able to deliver a shock; however, the measured joules were out of specification (low). Further investigation identified the cause as an out-of-tolerance main capacitor.

Event description:
The customer reported that while testing the AED with a qed or patient simulator, the delivered joules appeared low. However, analysis of the electronic log files did not identify any evidence of such testing or any shocks being delivered. The unit was requested for return and further evaluation.